Event description:
The lay user/pt called lifescan (lfs) on july 16, 2006, and alleged that her meter was reading inaccurately high. The med affairs spec mailed a leter on july 19, 2006, since the user could not be reached by telephone for further clarification. The pt tested on her meter and obtained a result of 282 mg/dl. She contacted her physician and her lantus insulin was adjusted from 35 to 40 units. She reported having symptoms of low blood glucose, such as shakiness, however, it is not known when she experienced those symptoms in relation to the high blood glucose results. It would have been helpful to know, how long she had been obtaining "high" results. If her symptoms were felt after taking an increased dose of lantus insulin, her test result(s) prior to her symptoms, her blood glucose result at the time of the symptoms, and what, if any, treatment she received. The testing technique was correct, however, the technique for cleaning the puncture site was not correct. Also, the pt was storing her test strips outside of the vial. The pt did not have control solution to troubleshoot. This complaint is being reported as the pt experienced symptoms, which did not correlate with her blood glucose readings. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject mete for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.